Event description:
Pt was direct transport from another hosp at approx 1200 noon. Report given by discharging rn to admitting rn, stated that pt's PICC was "leaking." I was asked to assess PICC when pt was admitted. Pt has a cook 6.0 fr. Dual lumen PICC. The 0.5cc blue lumen and its port were taped with microfoam tape and marked with black marker, "PICC leaking, do not use." I removed the tape to assess where the PICC was leaking. The lumen had a 0.5+cm "c" shaped fracture. Pt stated, "I watched the nurse when she was trying to flush my PICC before I was transferred. She had a hard time flushing it, that's when it broke and it sprayed me with water. She left the room. When she came back, she told me she had called to ask them what she was supposed to do with the PICC. She told me ""they told me to tape it up and transfer him anyway."" So, she taped it up and transferred me here with the broken PICC." This was an "open-end" -non-groshong- PICC. If it had not been taped and clamped, the dangers of an open fracture in a pt being transported are air emboli and exsanguination. The transporting personnel, nor the admitting rn, were informed the pt had a fractured central line. A sterile field was prepared, pt prepped and draped, and catheter was repaired with a cook repair kit using aseptic technique. I expect the lumen is also occluded, but cannot assess the patency of the catheter until the repair is aged at least 24 hours. If occluded, I will request an order for altelplase from dr and attempt to clear the lumen. In the meantime, cxr reveals the distal tip of the PICC is in the svc, and the yellow port is patent. Pt is receiving his medication via the yellow port. The blue port is clearly marked, "do not use", and rn has been informed to not use the port for 24 hours. I will reassess the line to check its patency. The removed portion of the catheter is in a biohazard bag, marked with pt ID and in the vascular access office, should you wish to see it. This type of fracture is user error, not catheter malfunction.